Event description:
It was reported that during a procedure to implant the right 420mm x 11mm 130 degree trochanteric nail with 110mm helical blade in an 89 year old male patient, the surgeon noted the carbon fiber handle required unnecessary pressure/impingement to the soft tissue surrounding the handle causing added resistance. The soft tissue was reported to be under so much pressure that it cased the shift in the nail proximally after the optimal nail depth had been achieved. Surgeon reattached the hammer guide connector and driving cap and was able to move the nail back more distal. Also noted, there was difficulty knowing when the flexible screwdriver was fully engaged, and when the set screw was completely down and if it was in the correct position. This is from next generation trochanteric nailing system (tfna) mpe 76. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
The product investigation reported: the product has not been returned. The nail did not have any involvement in causing the issue with the handle impinging on the soft tissue. . The initial report incorrectly stated ¿the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system¿ this was incorrect as the correct codes indicated in the initial report the product had not been returned. As of the filing of this supplemental report. The product has not been returned for further investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and during the manufacture of the product no complaint related issues were found. No ncrs were generated during production. Additionally ncr1110751 was found on raw material roundness, material was deemed acceptable for manufacturing use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.